Event description:
Reportable based on device analysis completed on 23-sep-2022. It was reported that balloon leak occurred. The 60% stenosed target lesion was located in the non-tortuous and mildly calcified popliteal artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the contrast medium was started to leak from the balloon and the pressure reading in the inflation device decreased. After the balloon was deflated and removed, blood was noted inside the balloon. The procedure was completed with another 5 x 100 mustang balloon catheter. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: mustang 5.0 x 200, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 55mm proximal from the distal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.